Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc) leak. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade of 4. During preparation, the steerable guide catheter (sgc) was prepared accordingly to the instruction for use (IFU). There were no abnormalities noted and the hemostatic valve showed normal function. After the sgc crossed the septum, the clip delivery system (cds) was inserted when suddenly air was noted in the hemostatic valve, there was loss of fluid column. Aspiration was performed to remove the air and the sgc was immediately moved below the height of the heart. The valve was freed from air and the clip was implanted without issue. During removal of the cds, the hemostatic valve again failed to hold column. The sgc was replaced with a new sgc and a second cds was advanced to complete the procedure successfully. Two clips implanted, reducing mr to 2. There was no adverse patient sequala and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported issue was confirmed via returned device analysis. The tear was observed in the silicone valve. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported leak (loss of fluid column) appears to be related to the observed torn material (torn silicone valve). The cause of observed silicone valve tear could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.